Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during reprocessing of the cystonephrovideoscope, the rubber seal around the tip of the scope was found to be missing. No patient involvement was reported.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer's final investigation. Additional information: d6, d8, d9, h4 . Corrected data: h8. The device was returned to olympus for inspection. Upon evaluation, the reported malfunction of the missing rubber seal was confirmed. Based on the investigation findings, the probable cause of the failure was determined to be material degradation. This includes deterioration resulting from processes such as aging, permeation, and corrosion, which caused the device components to become worn, weakened, or broken down over time. The most probable cause was traced to an expected or random component failure with no identified design or manufacturing defect. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.